Event description:
It was reported that this right atrial (ra) lead was repositioned because the lead had dislodged. The ra lead remains in service. No additional adverse patient effects were reported.